Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the device was at end of service (eos) and was not able to be interrogated. The patient's heart rate was in the 40's; however, they were no symptomatic. It was noted that the device has not been checked in over 2 years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.